Manufacturer narrative:
Batch review performed on 1 october 2021. Lot 121805: (B)(4) items manufactured and released on 25-sep-2012. Expiration date: 2017-july-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient had a primary on (B)(6) 2015. On (B)(6) 2017, the patient came in reporting instability and no trauma caused the instability. The surgeon revised the insert and surgery was completed successfully. At 4 years and 7 months after, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.